Manufacturer narrative:
(B)(4). In order to ensure receipt by FDA and appropriate diligence, this submission is not an initial submission but rather, a supplemental submission as we are currently having technical challenges with our other complaint handling system (reliance) and webtrader where the initial MDR was submitted, both system MDR submissions are not going through, and they are stuck on ack1. This MDR-00354713 is a supplemental MDR of 3004753838 -2021 -297085 with coreid  ci1637274589495.3828080@fdslv86002_te1.  We added this information in an effort to tie together documentary evidence of the timeliness of this supplemental. The intent was to provide as much documentation regarding our efforts to provide required complaint information to the FDA as possible, despite the technical challenges encountered during this time.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.